Event description:
One patient (B)(6) stated that she experienced a burning sensation in the eyes after using medical devise, cvs hydrogen peroxide cleaning & disinfecting lens care system. The patient medical record is not available at this time.

Manufacturer narrative:
Complainant was contacted via telephone on 01/06/13 and admitted to not using product as instructed. Complainant returned sample to store of purchase. Received barrel lens case sample only without the solution from (B)(6). Sample was forwarded to manufacturer for evaluation. As the solution sample could not be retrieved a complete evaluation could not be conducted.

Event description:
This is a follow-up report. Initial report was sent on 01/24/14.

Manufacturer narrative:
Complainant was contacted via telephone on (B)(4) 2013 and admitted to not using product as instructed. Complainant returned sample to store of purchase. Attempted to retrieve sample from cvs, but they responded that sample was damaged out at store level. No sample or product information was acquired to further investigate complaint. Sample could not be retrieved.